Event description:
It was reported that they had a patient on the arctic sun device in normothermia. Nurse stated that the device had an alarm but was not sure what it was. Mis walked nurse through accessing the event log, showed alarm 113 (reduced water temperature control). The target temperature was 36.6c, patient temperature was 36.6c, water temperature was 29c and water flow rate was 1.9l/min. Nurse stated that they were using a foley probe and have four pads connected, nurse was not sure of what size pads. Mis walked nurse through accessing the system diagnostics outlet monitor temperature (t1) was 29.9c, outlet control temperature (t2) was 29.9c, inlet temperature (t3) was 29.9c, chiller temperature (t4) was 4c, water flow rate was 1.9l/min, inlet pressure was -7.9 psi, circulation pump command was 54 percentage, mixing pump command was 100 percentage, heater showed 0 percentage, water reservoir level showed 5, system hours were 5811 and pump hours were 5484. Mis informed nurse through it appeared the device mixing pump had gone out. Mis informed nurse to send this device to biomed labelled alarm 113 (reduced water temperature control). Mis confirmed with nurse they have another device they can swap to. Mis informed nurse to empty pads before disconnecting and make sure to connect pads with proper technique. Nurse would call if they have any issues setting up new device. Per wo update on 16may2023, that this device was failing calibration for not cooling. Based on data record on the previous call from march, it was clear that the device had a failed mixing pump. Per investigator notification received on 07jun2023, it was reported that the l-tube & double l-tubing were distended /expanded.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The device was evaluated and the reported issue was confirmed as the device needed a test mixing pump in decon to cool. The case data was reviewed confirming the alert 113. Serviced the mixing pump(sn # (B)(6)). It was also reported that the inlet pressure was out of spec during therapy and displaying -7.9psi. The l-tube & double l-tubing were distended/expanded. Performed 2k pm service on the unit. Serviced the circulation (sn # (B)(6)) pump. Performed a functional check and pre-cal the device after the repairs. Placed on acats (automated calibration and test system). Passed acats and document testing. Performed an electrical safety test. Passed electrical testing and documented testing. Completed the final inspection. The unit is functioning properly. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The device did not meet specifications, and was influenced by the reported failure. The device was in use on a patient. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that they had a patient on the arctic sun device in normothermia. Nurse stated that the device had an alarm but was not sure what it was. Mis walked nurse through accessing the event log, showed alarm 113 (reduced water temperature control). The target temperature was 36.6c, patient temperature was 36.6c, water temperature was 29c and water flow rate was 1.9l/min. Nurse stated that they were using a foley probe and have four pads connected, nurse was not sure of what size pads. Mis walked nurse through accessing the system diagnostics outlet monitor temperature (t1) was 29.9c, outlet control temperature (t2) was 29.9c, inlet temperature (t3) was 29.9c, chiller temperature (t4) was 4c, water flow rate was 1.9l/min, inlet pressure was -7.9 psi, circulation pump command was 54 percentage, mixing pump command was 100 percentage, heater showed 0 percentage, water reservoir level showed 5, system hours were 5811 and pump hours were 5484. Mis informed nurse through it appeared the device mixing pump had gone out. Mis informed nurse to send this device to biomed labelled alarm 113 (reduced water temperature control). Mis confirmed with nurse they have another device they can swap to. Mis informed nurse to empty pads before disconnecting and make sure to connect pads with proper technique. Nurse would call if they had any issues setting up new device.